Event description:
It was reported that the atrial pace impedance of the cardiac resynchronization therapy defibrillator (crt-d) system was highly variable, ranging between 600 ohms and 1,500 ohms. Sensing and capture appeared to be normal. The crt-d remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that the atrial pace impedance of the cardiac resynchronization therapy defibrillator (crt-d) system was highly variable, ranging between 600 ohms and 1,500 ohms. Sensing and capture appeared to be normal. The crt-d remains in service and no adverse patient effects were reported. Additional information received indicated that the atrial pace impedance had remained unstable and currently was as high as 1,700 ohms. Review of the device data showed that the instability appeared as far back as 2020. The atrial electrogram was clean and artifact-free and the atrial thresholds had been largely stable, with intermittent increased over the past year. The patient was to attempt follow-up the next week and technical services advised performing isometrics and provocative maneuvers to attempt to elicit noise. The crt-d and atrial lead (non-boston scientific product) remain in service.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that the atrial pace impedance of the cardiac resynchronization therapy defibrillator (crt-d) system was highly variable, ranging between 600 ohms and 1,500 ohms. Sensing and capture appeared to be normal. The crt-d remains in service and no adverse patient effects were reported. Additional information received indicated that the atrial pace impedance had remained unstable and currently was as high as 1,700 ohms. Review of the device data showed that the instability appeared as far back as 2020. The atrial electrogram was clean and artifact-free and the atrial thresholds had been largely stable, with intermittent increases over the past year. The patient was to attempt follow-up the next week and technical services advised performing isometrics and provocative maneuvers to attempt to elicit noise. It was additionally reported that the patient was seen in-clinic on (B)(6) 2025, at which time provocative maneuvers were performed and lead noise was observed on arm movements, as well as sitting still and deep breathing. During the maneuvers the noise was not sensed by the crt-d, and it was decided to adjust the programmed tachy zones and durations. The non-sustained ventricular tachycardia alert was also enabled in order to better monitor any sensing of noise. The physician planned to consider lead replacement at the time of the battery depletion of the crt-d (in approximately one year). The crt-d and atrial lead (non-boston scientific product) remain in service.